Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "beltslip" during patient treatment. No harm to any person has been reported. A getinge field service technician (fst) was onsite for an investigation of the device. The fst confirmed the reported failure "beltslip" and replaced the optical tacho board. After replacement of the board the device was checked for full functionality and released for clinical use. Thus the reported failure could be confirmed. A defective optical tacho board is a plausible cause for the error message "belt slip". Because the sensor no longer detects one or more marks on the tacho strobe foil, it measures an apparently low speed at the pump head. Since this speed is then lower than the motor speed, the pump interprets this as a slipping belt and displays this message. In addition the reported failure "belt slip" can also be linked to the following most possible root cause according to the hl 20 risk management file: defective tacho, relay or pump belt. The device in question was manufactured on 2005-07-22. The review of the non-conformities during the period of 2005-07-22 to 2023-05-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error message: "beltslip" during patient treatment. No harm to any person has been reported. Complaint ID# (B)(4).